Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after an arthroscopy, it was found that the hot saline solution of the wand had caused a burned area behind the knee of the patient, because it was used without suction. No delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the instructions for use found: -use only conductive media (e.g. Saline, ringer¿s lactate, etc.). Do not use non-conductive media (e.g. Sterile water, air, gas, glycine, etc.). -when using the capsure arthrowand device, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage. -observe fire precautions at all times. Sparking and heating associated with electrosurgery may be an ignition source. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.